Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave¿ clear, purple clamp, rotating luer. The customer reported that the intravenous (IV) tubing had burst at the "seam¿ between the angiocath and the "int" due to computed tomography (CT) injector pressure. The event occurred during the injection of contrast media. The CT was injected at 2.4mil/sec. The patient¿s IV was "reaffirmed with new int/flushed easily pre and post injection of CT contrast". The patient returned to the ER and the staff noticed the incident. The int package was rated at 400 psi (pounds per square inch) injector, pressure was 325 psi. There was no patient harm, no delay in critical therapy and no medical intervention required.